Manufacturer narrative:
Upon completion of the investigation it was noted that the root cause of the discrepancies between the flow rate programmed by the surgeon and the values reported by the fill level sensor was not determined. No defect was found during investigation, it has not been possible to reproduce the leakage suspected by the customer in the laboratory setting. Based on the result of the investigation no corrective action was initiated. Codman will monitor trends for similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the device is emptying faster than it is scheduled for. There is no sign of patient overdose. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.